Event description:
Consumer's son alleges that the unit made a screeching noise, and was pumping air, but not supporting the consumer. They also allegedly noticed that the power unit got hot. Injury is alleged.